Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a skin overgrowth and developed an infection at the abutment site. Subsequently, there are plans to remove or replace the abutment with a longer one; however, this has not occurred as of the date of this report.

Manufacturer narrative:
It is now reported that the device was explanted (date not reported) and it is unknown if the patient was reimplanted with a new device during the same surgery. This report is filed on december 12, 2018.